Event description:
It was reported the c10-3v transducer had a hole in the lens with electronics exposed. The transducer was associated with an epiq 7g ultrasound system. This was found outside of patient use; there was no patient or user harm associated with this event. The service engineer was able to evaluate and confirm the reported issue. Information was provided to the customer for transducer replacement to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.